Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had implantation of a single piece preloaded toric intraocular lens (iol) in the right eye. It was stated the patient having difficulty driving as they were unable to drive safely due to symptoms. The patient was overcorrected. Pre operative refraction: -2.75 +2.50 ×099 and best spectacle corrected visual acuity (bscva) of 20/25. Post operative refraction: +1.25 +2.00 ×165 with bscva of 20/30 . The initial target refraction was plano sphere. Iol was explanted and replaced in a secondary surgical intervention by a single piece toric monofocal intraocular lens (iol) of 24.0 diopter. Following the lens exchange, the post-operative refraction was -0.75 +2.00 ×158, and the patient reported improved subjective vision. No further information was provided. Product is not available for return.